Event description:
After insertion, and during the infusion of naci, the nexiva was found leaking at the septum. There was no harm to the pt as a result of this incident.

Manufacturer narrative:
One used unit was received (B)(4) 2012, and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).